Manufacturer narrative:
Cfn-(B)(4). The reported sample was returned for evaluation. Visual inspection and functional testing identified did not identify a leak or hole on the bag. Non-penetrating marks on eva film were noted during visual inspection, which line up with the fill tube green one time use clamp. Magnified inspection identified the marks to resemble the lettering and contour features on the green one time use clamp. As the product was returned without the outer protective pouch, the outer pouch cannot be inspected to determine if any physical damage is present in the packaging film. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a large hole was observed on the front of an eva bag. This condition was observed during compounding. There was no patient involvement or adverse event reported. No additional information was provided.